Manufacturer narrative:
No product will be returned for evaluation.

Event description:
Pt stated after running a bolus his infusion device began beeping and displayed 201 on the display screen. He was advised to insert a new power pack into the device and it functioned properly. The pt stated he had received a letter from his pharmacy advising him to change the power pack every 2 weeks. The power pack was 55 days old. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.